Event description:
It was reported that the device had a tubing occlusion error. The product fault occurred in the pharmacy during preparation. The customer tried remaking the cassette treatments with a different lot cassette and found no issues, but the issue happened with three cassettes with the same lot number 4427056. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The customer's address is unknown. Minnesota, USA has been used as a placeholder based on the reported phone area code. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Seven samples were received unused, in a carton box. During visual and functional inspection of the samples, no discrepancies were detected. The failure mode ¿occluded/blockage¿ was not confirmed in the device received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.